Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there is broken instrument. Did not impact case. A functional test with a mating broach handle confirmed the complaint; broach will not assemble properly.  Examination of the returned instrument confirmed the complaint; deep circular scratching was found on the taper preventing from seating correctly onto the broach handle.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.